Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement test, rewind, basic occlusions, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. The device had the following cosmetic damage: minor scratches on lcd window, broken reservoir tube lip, and cracked battery tube thread.

Event description:
The customer reported via phone call, the insulin pump was not working. Customer reported blood glucose was 580 mg/dl. Customer also reported that his blood glucose was 361 mg/dl. Customer expressed the following symptoms dry mouth and fatigue. She treated with the insulin pump. Troubleshooting on the insulin pump was performed and no anomalies were noted. Customer did state the device had a little crack and the rubber ring was missing around the reservoir compartment. Customer noticed the damage when she removed the reservoir. The customer was then advised to discontinue use of the device and revert to her back up plan. She agreed to return the device for analysis.